Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the home patient (hp) in cycling the device¿s power and ending therapy. The hp would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.